Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after patient was emerging from anesthesia, etco2 was lost and o2 saturation dropped precipitously. It was unable to move gases through filter due to suspected clogging with secretions.